Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient inquired about effects of large quantity of electricity on the device and stated that a good ten years ago, patient ran into an electric fence and their spinal cord stimulation (scs) stopped working after that. When they went in to have it checked, their neurosurgeon said that an electric fence should not affect the scs. However, it was very odd timing that patient's scs suddenly stopped working (and for no apparent reason) at the same time they received a good jolt from the fence. That scs had been implanted in 2003; their current scs was implanted in 2015. No further complications were reported.